Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was inserted by inflating the balloon with 10 ml and the placement was confirmed by the urine output. Later, the catheter fell out and it was noted that the balloon was deflated. Upon examining a trial of further flush to confirm outside the patient's body, the balloon had burst. A pre-filled syringe which came with the product was used to inflate the balloon. There was no injury sustained to the patient but a further urinary catheter insertion needed to be attempted and the nurse was informed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "wall thickness too thin". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the foley catheter was inserted by inflating the balloon with 10 ml and the placement was confirmed by the urine output. Later, the catheter fell out and it was noted that the balloon was deflated. Upon examining a trial of further flush to confirm outside the patient's body, the balloon had burst. A pre-filled syringe which came with the product was used to inflate the balloon. There was no injury sustained to the patient but a further urinary catheter insertion needed to be attempted and the nurse was informed.